Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure and the patient experienced cardiac perforation that required pericardiocentesis, drain placement and cardiac surgery. The patient ultimately passed away. The patient was admitted for paroxysmal atrial fibrillation under general anesthesia. Patient became hypotensive during ablation with the thermocool smarttouch sf (stsf) catheter. Transesophageal echocardiogram was performed, and pericardial effusion was observed. Pericardiocentesis was performed, pericardial effusion was drained, and the drain was left in situ. Blood pressure improved and cardiac surgery summoned (sternotomy). In the evening of the procedure, patient deteriorated, after needing to go back to surgical theatre, the patient passed away. Ablation with stsf, 50w for maximum 15 seconds, and visitags colored according to ablation index (ai), with ai target of 400. There were no error messages observed on biosense webster equipment during the procedure. The ngen generator settings were selected for stsf catheter and with the flow rates recommended. Neither impedance rises nor steam pops were experienced during the ablations. Transseptal puncture was performed under transesophageal echocardiogram and it seemed straightforward. The physician¿s opinion on the cause of this event is that it was procedure related. The location of the cardiac perforation was the left atrial roof.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31365854l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).